Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the analyzer failed to communicate with a known good programmer. The analyzer was replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer analyzer stopped working. The analyzer was returned for analysis. There was no patient involvement.